Event description:
It was reported that the patient had an unspecified trauma. Approximately 2 months later, the patient underwent a surgical procedure for non-union of the tibia where rhbmp-2/acs was placed after decortication. The nail and the screws were already in place. On post-op day 12, the patient was doing okay, but on post-op day 26, the physician noted inflammation. The patient has persistence of pain upon walking. Treatment involves antibiotic augmentin 15d. There is no marker of infection. No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.